Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while inserting the proximal humeral plate philos and inserting the k-wire through the guide block with nose for the plate positioning, the k-wire broke inside the guide block and became stuck inside. Devices were used outside the patients body. No side effects to the patient. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is 1 of 2 device for this event reported on complaint #(B)(4).

Manufacturer narrative:
Additional narrative: an evaluation was conducted and the report indicates that the device wire was stuck on a 20 degree angle. The plate had been pushed over the wire and may have been bent during the pressing/positioning onto the bone and possibly resulted in the breakage during the aiming device removal due to increased mechanical pressure. No product fault could be detected. Device history record manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
(B)(6). DHR not initiated as no lot # provided.